Event description:
It was reported that during an open total gastrectomy on (B)(6), the device was used on the blind end of the jejunum in being selected gold on the selectable staple height selector before firing. It was confirmed that the deployed staples were formed properly and buried suture was performed. Then, the operation was completed. The patient's condition suddenly changed (the vital signs suddenly decreased) late at night on the surgery date. Bleeding from the lumen of the fired site was confirmed with examination. Reoperation was performed on (B)(6). On the next day of the reoperation ((B)(6)), the patient died. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Additional information provided to questions asked: what two structures are being anastomosed? We have no detailed information. What was the cause of death we have no detailed information. Was an autopsy performed? We have no detailed information. What were the patient's pre op diagnosis? Progressive gastric cancer. Did the patient have previous chemotherapy and radiation treatment? We have no detailed information. Was patient taking anticoagulates? We have no detailed information. Was the patient anemic prior to surgery? As the patient had severe drop in blood pressure after surgeries midnight, the gastrofiberscopy was performed. Although hematoma was found on the jejunum stump, the staple line did not confirm at the time. What was found on reoperation?. When the reoperation was performed, the bleeding was not found. How was it mitigated? We have no detailed information. Can we have a peer to peer discussion with the surgeon? No can you please clarify if the surgeon thinks that the patient death is related to the device? As we have very limited information, we have no detailed information about this question.